Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/05/2016. The fse reconnected the feed through fitting to pinch valve pv41 and the instrument ran without any leaks. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed a brown/red fluid leak of 1-2 cups from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.